Manufacturer narrative:
Added codes to h.6 component code, type of investigation, and investigation findings. Corrected h.6 health effect-clinical code and investigation conclusions. The device was not returned for evaluation. During manufacturing of the esheath introducer set, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery of the patient's anatomy was provided. The minimal luminal diameter (mld) was noted to be undersized. Calcification is present in the patient's anatomy. The IFU, device preparation training manual, and device procedural training manual were reviewed. Correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. For longer, peel away loader, retract and peel away (if needed). Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with introducing and navigating the system through the sheath. The risks outlined in the pra remain the same. The pra documents the potential for difficulty or inability to navigate the catheter through anatomy, leading to percutaneous intervention, which did occur during this event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues, a corrective action preventative action (CAPA) was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. The CAPA is currently in the control phase. The resistance was unable to be confirmed due to no device imagery/device provided. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformances was unable to be determined. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per complaint description, 'when the valve exited the loader, it was hanging up right at the external iliac origin. There was no visible contrast at this location. The physician pulled the valve back into the loader and puled the sheath back beyond the point of issue. He shot an angio and it appeared to have a no flow area of about 40mm. He then ballooned the issue area and the angio showed restored flow again. At this point, the doctor advanced the sheath and reinserted the valve. The team experienced the exact same hang up point and could not advance the 26mm sapien3 ultra beyond that point. The valve was then removed, as well as the sheath, and the case ended at that point'. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The presence of undersized access vessels within the femoral artery along with calcification can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. As the second set of devices were caught at the same region in the patient, it is likely that patient factors contributed to this event. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Available information suggests that patient factors (undersized access vessels/calcification) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the case the physician obtained access as normal. Both 14fr dilator and 14fr esheath went in without issue. The patient had two calcified areas located in the common iliac area measuring 4.5x5.9. When the valve exited the loader, it was stuck at the external iliac origin. There was no visible contrast at this location. The physician pulled the valve back into the loader and pulled the sheath back beyond the point of issue. Angiography revealed a no flow area of about 40mm. Balloon angioplasty was performed and restored normal flow. At this point, the esheath, delivery system and valve were reinserted. The team experienced the exact same difficulty and could not advance the 26mm sapien3 ultra beyond that point. The valve was then removed, as well as the sheath, and the case was aborted. No abnormalities were visible with the sheath, delivery device or valve. The plan is to bring the patient back and use carotid access for tavr. There was no harm to the patient. Only a peripheral pta was performed on the patient's iliac.